Event description:
It was reported that during an anterior resection, the device jammed half way across and could not release. Another device was used to complete the procedure. No adverse consequences reported. Several attempts have been made to obtain additional info, no response has been received to date.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.